Event description:
The customer observed falsely elevated sodium results generated on the architect c1600 processing module for one sample. The following data was provided (customer provided reference range is 125 to 148 mmol/l): sid (B)(6) initial result = 170 mmol/l, repeat = 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the bellows, bellows only (rohs) and the aero rgt tbg r2a. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the bellows, bellows only (rohs) and the aero rgt tbg r2a did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6) processing module for serial (B)(6), the bellows, bellows only (rohs), or the aero rgt tbg r2a were identified.